Manufacturer narrative:
(B)(4).

Event description:
The patient was not receiving pain relief since august. The actual residual volume was greater than the expected residual volume. A catheter dye study was performed and they were not able to aspirate any csf or drug out of the catheter access port. The patient underwent a catheter revision. When the spine was opened up, the catheter was fractured into a few pieces. Only the catheter was replaced, the pump was fine. Following catheter replacement, the drug dose/concentration was lowered due to the fact the patient may not have been receiving drug. The drug being administered via the pump was unknown. Additional information has been requested.